Event description:
The patient believes she is allergic to the cage material.

Manufacturer narrative:
No conclusions can be made. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint trend analysis found no other complaints of this nature have been reported for this product family within the past twelve years. The device is manufactured from carbon fiber reinforced polymer. It cannot be determined if the patient is allergic to this material. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from r&d, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.